Manufacturer narrative:
As per the contour control solution and contour next control solution safety data sheets, the materials in those control solutions are not hazardous substances. As per the toxicological information on the safety data sheets, the contact of the control solutions with the eye may cause slight irritation. In the case of contact with eyes, the safety data sheets advises rinsing eyes immediately with plenty of water and to seek medical advice. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. Since no product details were provided, no information was captured in sections d1 (brand name) and d4 (model #, lot #, and expiration date), and the device manufacture date (h4) could not be determined. Since the product name was not provided, the 510(k)# for the device first launched in us (i.e. Contour test control solution) was captured in section g4.

Event description:
An advocate called on behalf of the customer to report that the customer accidentally applied the control solution to her eye. No allegation of an adverse effect due to the event. No brand name for the control solution associated with the event was provided.